Manufacturer narrative:
The device referenced in this report was not returned to shockwave medical, inc. Therefore, a physical examination cannot be performed. The cause of the ventricular fibrillation, cardiac arrest, and subsequent patient death could not be definitively determined based on the information available. The patient was reported to have a long history of cardiac issues. The physician noted the possibility of air injection post-rupture but did not directly attribute the issues to the ivl device. Shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed. A review of the manufacturing and test documentation for subject lot does not reveal any issues with the manufacturing of the device. The device passed all of shockwave medical, inc. Acceptance criteria prior to shipping.

Event description:
A shockwave c2+ coronary intravascular lithotripsy (ivl) catheter was used to treat a heavily calcified lesion in the left circumflex artery (lcx). The procedure faced initial accessibility challenges, requiring small balloons and significant ballooning with a non-compliant (nc) balloon. Intravascular ultrasound (ivus) was difficult but eventually successful before ivl. During the procedure, 50 ivl pulses were delivered at 4 atm before the balloon ruptured. It was reported that the tech may have injected air following the rupture. The patient went into ventricular fibrillation (v fib) multiple times, was immediately shocked, a code was called, and the patient was intubated. Emergency medications were administered. The patient had a return of spontaneous circulation (rosc) but continued to go back into v fib over the next 45 minutes. The patient passed away following the code, approximately 45 minutes later. The last image showed the vessel was open, but imaging stopped when v fib occurred, and the code began. The physician noted the possibility of air injection post-rupture but did not directly attribute the issues to the ivl device.